Manufacturer narrative:
(B)(4). Describe event or problem - additional; additional information: event problem and evaluation codes - additional.

Event description:
The complaint device was not returned for evaluation. The receiver data log was reviewed. The complaint of a transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.